Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon attached the drill bit in question to smith and nephew dyonics power for a dry run during zygomatic fracture surgery but the drill bit started to vibrate uncontrollably. The bit hit the surgeon and he suffered a minor scratch on his hand. The drill bit was bent by approximately 70 degrees. There were no surgical delay and no adverse consequences to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was provided that the surgeon was able to complete the surgery by using another drill bit.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Additional product codes: erl, hbe, dzi. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the DHR 03.503.120 lot # u176343 released 7/29/13 & 10/10/13, orchid unique manufactured the matrixmidface drill bit, p/n 03.503.120, and lot number u176343 for pos (B)(4). The supplier¿s certificates of compliance (dated 7/19/13 for 2 receipts of this lot) indicate the parts were manufactured to p/n 03.503.120, revision ¿b¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) (completed 7/24/13 and 10/8/13). No ncrs were generated for this lot and the parts were released 7/29/13 and 10/10/13. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing evaluation was completed: the only dimensional issue is the part is severely bent approximately 37 degrees on the drill diameter near the shank diameter. There is signification cosmetic damage to this part in terms of rings around the shank diameter. The straightness and concentricity is verified as part of the inspection process. The final inspection operation in the device history record indicates the inspector visually inspects the drill 100%. The drill is then manually placed into a small bag, sealed and visually inspected again for the presents of a drill in the bag. There is no indicate in the device history record that the part did not meet print specifications when it left the facility. This includes the process on the print as well. Hardness and material measured within print specifications during time of manufacture. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.